Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed multiple no disposable alarms. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, no further actions were taken. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a continuous alarm during self-test. During physical inspection, it was found that there were multiple no disposable alarms. There was no patient involvement, no patient injury was reported.